Manufacturer narrative:
G4: 10jun2020; b4: 10jun2020. There was no report of delay in therapy as a result of this event. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician reported that the unit was found to be in poor physical condition and therefore, the customer has decided to scrap the unit. No service was rendered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020 date of report: 04jun2020.

Event description:
The customer reported that the unit is not switching on. There was no patient involvement.